Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 10:00pm, he tested his blood glucose and obtained a 190 mg/dl. He then increased his insulin on his own from 36 units to 38 units of protaphane. He did not exhibit any symptoms at the time of testing. At 2:00am on (B)(6) 2010, he woke up feeling sweaty. He tested his blood glucose and obtained a 52 mg/dl and took 3 pieces of glucose. He felt better shortly after self-treatment and went back to bed. He did not seek any further medical attention or contact his physician for assistance. At 8:00am he woke up and tested his blood glucose and obtained a 108 mg/dl and did not exhibit any symptoms. A quality control test was done and the test strips passed using the control solution. Customer service advised the patient to contact the physician in regards to the event and to let the physician know that he had increased the insulin on his own to 38 units. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high result, he increased his dosage of insulin and approximately 4 hours later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Package integrity intact five sealed packages were received visually inspected. Packages 2-5 exhibited no defects. Upon visual examination of package 1, it was observed that the tube assembly was partially caught in the seal area of the package. The device tube was damaged and the package was damaged. The package damage did not break the sterile barrier. Package integrity is intact. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that packaging with channel seal was found to have inadequate component holding, this was discovered during the affiliate's labeling process.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.